Manufacturer narrative:
Event date, describe event or problem, other relevant history: updated. (B)(4).

Event description:
It was further reported that the cause of death was pulmonary embolism which is not likely related to the watchman device.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported a patient death occurred. In (B)(6) 2015, the patient underwent a left atrial appendage closure (laac) procedure and an unknown size watchman laa closure device was implanted. On an unknown date, the patient died. The cause of death is unknown.